Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The mobile view station (mvs) intermittently did not boot up all the way. Replaced the cmos battery in the mvs computer. Reset the bios. Performed multiple mvs reboots with no issues. Unit is operational. The replaced cmos battery has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) monitor display was not functioning. It was reported that the line power light was illuminated when this occurred. The system was rebooted several times, and the issue was resolved. There was no patient present when this issue was identified.